Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient is unable to enter MRI mode due to high impedances on their leads. One lead has all contacts with high impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.